Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was entering two (2) em2400 valve sets. While compounding total parenteral nutrition (tpn) without multiple vitamins injection (mvi), it was observed that bags were unintentionally yellow. The customer attempted to flush the lines and re-pump; however, it was observed that there were air bubbles coming from the mvi line. The customer swapped out with a fresh new valve set which was from the same lot and noted the same issue. This was observed during compounding. There was no patient involvement. No additional information is available.